Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a post-radiofrequency ablation device check revealed two stored signal artifact monitoring (sam) episodes. Sam 1 episode looked like minute ventilation oversensing, and sam 2 episode was due to high, out-of-range pace impedance measurements on the right atrial (ra) lead. Testing of the ra lead in a bipolar configuration showed noise and out-of-range pace impedance measurements, whereas everything was fine when tested in unipolar. As a result, the ra lead was programmed to unipolar pace/sense, and the minute ventilation feature was turned back on to the right ventricular (rv) lead only. No adverse patient effects were reported.